Event description:
Cannula broke. Patient receiving a thoracoscopy for pulmonary vein isolation, and had 5mm port in place. Scrub tech called attention to foreign body inside chest. It was determined to be the end of the cannula that had broken off. A grasper instrument was used to retrieve/remove, and in process of retrieval, the piece cracked/broke into 2 pieces. Both pieces retrieved from patient.